Event description:
It was observed, during the olympus device evaluation. The gastrovideoscope exhibited foreign objects on the knob wire, up/down knob and right/left knob. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 06/18/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, foreign material could not be identified. The cause of the suggested event was likely due to physical damage to the forceps control lever; water tightness was lost, and leakage failure occurred. Therefore, reprocessing could not be completed, and foreign material might have remained in the device. The event can be prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemical agents; chapter 7 cleaning, disinfection, and sterilization procedures. In addition, as to handling of the actual device, as result of confirming contents of the instruction manual, there are following descriptions. They may prevent from occurrence of damage. [Warnings and cautions]: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.